Event description:
Related manufacturer reference number: 2017865-2022-03696, related manufacturer reference number: 2017865-2022-03699. It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) revealed malfunction of over-sensing of noise on the rv lead and unspecified over-sensing on the patient's ICD. Inappropriate high voltage therapy was alleged on both the rv lead and ICD due to the over-sensing malfunctions. The ra lead was also found to have unspecified over-sensing. Surgical intervention was performed on (B)(6) 2022, where the ra and rv leads were capped and the ICD was explanted. A new system was implanted on the patient's right side. No additional malfunctions or anomalies were noted. No patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction :d6a: implant date should be (B)(6), 2006, which was not included in prior report